Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit received with missing retainer ring, missing reservoir tube o-ring and scratched case. No physical damaged noted near battery tube compartment .j.a 05/31/16.

Event description:
Information received by medtronic indicated that insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.